Event description:
It was reported that the cable tensioner could not tighten the cable. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and it appeared to be in good condition. There was no obvious damage. Pioneer surgical technologies manufactured the cable tensioner with pistol grip. The locking holding sleeve passed all synthes incoming inspection at the time of manufacturing. The supplier investigation revealed that the cable tensioner met the final inspection requirements. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation conducted by the supplier, this complaint is deemed invalid from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)